Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. X-ray review indicates there is implant disassembly with disruption of the interlocking screw to the tibial component. The articular surface locking screw and support post could be seen separated from the tibial component, indicating the bearing had also disassociated from the tibial component. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a revision procedure due to pain approximately seven years post implantation. A screw which fixed the surface came off. The articular surface, tibia baseplate and tibia stem prosthesis were revised. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: lcck fem implant sz c-rt ,catalog#: 00599401392, lot#: 61714216. Stem implant 15mmdx145mm, catalog#: 00598801015, lot#: 61741062. Stem implant 15mmdx75mm, catalog#: 00598801215, lot#: 61397148. Stemmed tibial component precoat size 1, catalog#: 00598002701, lot#: 61546527. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a knee procedure. Subsequently, patient experienced pain in the knee. Radiographs revealed that the locking screw had backed out.